Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision with unspecified mentor saline implant(s) on (B)(6) 2010, underwent left implant removal on (B)(6) 2010 due to capsular contracture (baker grade unknown) and left side infection. It is unclear if this device was replaced and if the patient had bilateral implants. The patient reports she was diagnosed with sjogren's disease in 2013 and with rheumatoid arthritis and fibromyalgia in (B)(6) 2018. The patient is experiencing chronic pain and bleeding of the colon and was diagnosed as having pre-cancer symptoms. The patient is pending results to determine if she has colon cancer. The devices remain implanted. No deflation was reported. The root cause of the patient's symptoms are unclear. Follow up is in progress. This medwatch form is for the left breast prosthesis.